Manufacturer narrative:
Analysis synthesis: - analysis of available expertise files did not confirm the reported behavior, as all five real-time tests performed on (B)(6) 2024 were correctly interrupted using the stop button and lasted less than 30 seconds. No use of the channel adjustment button could be detected in the provided log files. - based on available data, the root-cause of the reported behavior cannot be determined.

Event description:
Reportedly, during a follow-up interrogation, the stop button became unavailable during an ongoing real-time test. Pressing the adjust ECG channel button solved the issue. The same issue was observed several times during the same interrogation.

Event description:
Reportedly, during a follow-up interrogation, the stop button became unavailable during an ongoing real-time test. Pressing the adjust ECG channel button solved the issue. The same issue was observed several times during the same interrogation.